Event description:
It was reported that during a da vinci si pulmonary lobectomy procedure, the cannula bent, causing tiny shavings from the thoracic grasper instrument to break off and fall into the patient. The fragments were not retrieved. Tiny shavings from a 2nd thoracic grasper instrument used during the procedure also broke off and fell into the patient. The fragments were not retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. MDR 2955842-2012-00259 was submitted for the cannula and MDR 2955842-2012-00260 was submitted for the 1st thoracic grasper instrument. Late submission of this report is due to a data entry oversight that occurred after receipt of the complaint information by customer service.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported failure mode. The main tube insulation appears to have scratches and gouge marks. Engineering concluded that the damage to the instrument was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On may 15, 2012, isi contacted (B)(6) medical center and she indicated that the initial reporter of this event is on leave and that she was not aware of the reported event and that she will have to perform an investigation into the reported event and she follow up with isi with additional information upon completion of her investigation. On may 17, 2012 isi contacted the surgeon assisting at the patient side cart and he indicated that he was not aware that any shavings from the thoracic grasper instruments used during the surgical procedure fell into the patient and he does not recall the number of times the thoracic grasper instrument (s) were changed out during the surgical procedure, however, the planned surgical procedure was completed and there was no patient harm, adverse outcome or injury. On may 24, 2012, isi followed up with (B)(6) and she indicated that her investigation into the reported event is still in progress, however, there was no report by the surgical staff concerning the reported event and that once her investigation was complete she would provide additional information. Isi has made several attempts to follow -up with (B)(6) concerning the status of her investigation, however, no additional information has been provided. A follow-up MDR will be submitted if additional information is received.